Manufacturer narrative:
Complaint is confirmed. Upon functional testing, it was noted that the jaws do not open. -upon visual evaluation, it was noted that the tip of the device is damaged. However, no broken pieces were returned. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported by a facility representative via sems that an ar-12160 curved scissors broke during surgery. The front of the distal tip broke but was retrieved from the patient. No adverse patient affect.